Event description:
The user was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) following prolonged hyperglycemia. The user stated that it was attributed to user error, specifically, failure to replace the insulin cartridge after it was empty. Blood glucose reportedly reached 700 mg/dl, and ketones were present. The user was treated with intravenous insulin. The user reconnected to the ilet following discharge.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet alarmed appropriately for high bg, low insulin, infusion set change, cgm signal loss, and sensor failure, and entered bg run mode due to loss of cgm data and lack of bg entry, suspending insulin delivery. Based on available data and the user's reported information, the event was attributed to user not changing their insulin cartridge after it was empty, resulting in prolonged hyperglycemia and hospitalization.